Event description:
Broken inlay. Update rec¿d 31 march 2015 - the patient's translated medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records upon revision, the broken insert was not able to be disengaged from the acetabular cup. As a result the cup had to be revised. At this time, the patient's acetabular cup is being reported. The complaint was updated on: 22/04/2015.

Manufacturer narrative:
The complaint states broken inlay a complaints database search and review of manufacturing records did not identify any anomalies. The ceramtec report, returned x-rays, medical records, and products were transferred to bioengineering for review. A report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).